Event description:
The customer reported the ventilator turned off while in use on pt and alarmed. The customer reported the unit was in use on pt but there was no pt harm reported.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed a follow up report will be sent to the FDA. Pt info was requested and the customer refused, reporting that the info is confidential.